Event description:
On (B)(6) 2009, the pt reported that she inserted a full insulin cartridge into the infusion device with the cartridge filling needle still attached. She attempted to remove the needle while the insulin cartridge was in the infusion device and the plunger of the cartridge became stuck to the piston rod. Approximately 315 units of insulin spilled into the cartridge compartment of the infusion device as a result. She was educated on the proper procedure for changing the insulin cartridge. She was advised to switch to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.